Manufacturer narrative:
H.6. Investigation summary: 10 samples were received. They came with no packaging blister. Visual inspection was performed. No defects were observed. Each of them was connected to a syringe with saline. They are clogged therefore failure mode is verified. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that the bd precisionglide¿ needle was clogged before use. The following information was provided by the initial reporter, translated from portuguese to english: "informs that his end customer has been complaining about the 0.30x13 needle that when using it is clogged. In the first complaint he contacted us, but today a doctor who buys the needle complained about this same problem."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was clogged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "informs that his end customer has been complaining about the 0.30x13 needle that when using it is clogged. In the first complaint he contacted us, but today a doctor who buys the needle complained about this same problem."